Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all on/high). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-03-25 was reviewed. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows the user's cgm glucose was in range the morning of (B)(6) 2024 until 10:01 am, when cgm glucose was rising and went above range. Cgm glucose did not return to range until approximately 6 pm on (B)(6) 2024 . The ilet doses insulin throughout the event in response to cgm glucose values. The device logs show the user changed the cartridge and infusion set at 10:26 pm on (B)(6) 2023 when cgm glucose was high. No evidence of device malfunction were found in the engineering logs. The ilet device appropriately triggered the high glucose alerts as well as remaining drug alerts. The ilet continuously made requests for insulin delivery in 5-10 minute intervals throughout the high event until the insulin cartridge was empty. Once a cartridge change was completed, the ilet resumed basal requests. At points where cgm signal was lost, the ilet appropriately entered bg-run mode and continued insulin requests. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report and device logs, the ilet operated as intended. The cause of this hyperglycemic event was repeated infusion set failures. It was recommended that this user switch to the convatec contact detach (23" 6mm) steel cannula infusion set.

Event description:
On 3/29/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user was hospitalized due to a high blood glucose (bg) event. The event occurred on 3/25/24. It was reported the user's bg started to run high noon on sunday 3/24/24. Later that evening the user had dinner (roast beef, potatoes, vegetables) and a "usual" meal was announced. The user's bg remained high, so the daughter changed the infusion set at around 10:00pm. A correction via syringe/vial or pen was not given at this time. In the morning ( on (B)(6) 2024) the user's bg were still high. The user's daughter double checked the cgm sensor reading with a fingerstick, and the reading was high. The daughter also noticed the insulin cartridge that was filled the night before with 120u was completely empty, yet she did not notice any moisture and did not recall smelling any insulin in the user's bed. The user then had breakfast and dosed 8u for the carbs at her meal. The daughter then took the user to the hospital that day at around 12:00pm while still on insulin pump. The user's bg was checked at the hospital and the reading was 339 mg/dl. The user was disconnected from the pump and was given (B)(4) units of humalog. The daughter confirmed the ilet was giving high glucose notifications. The daughter also reported that she only has one infusion set left (10 originally in the box) and the user's training was on (B)(6) 2024. The daughter admitted that of the 9 infusion sets used, she has only been successful at attaching 3 which includes the infusion set used at training. When the daughter took a closer look at the infusion set placed sunday night the very tip of the canula had a kink. The user is using the convatec inset (23", 6mm) teflon infusion set. The user was placed back on the ilet on (B)(6) 2024.